Manufacturer narrative:
Investigation: bd was not provided with samples or photos for catalog 309110 lots 1710297 and 1704117 to investigate for this record. Unfortunately, bd was unable to verify the reported issue or determine a definitive root cause. A review of the manufacturing records was performed for the incident, and no issues were identified.

Event description:
It was reported that plunger movement difficulty occurred with a syringe s2 10ml. The following information was provided by the initial reporter, "defective piston slip- high resistance."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot numbers 1710297 and 1704117. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To further investigate this issue, two physical samples were returned for evaluation by our quality engineer team. Through analysis of the samples, it was determined that the plunger rod exhibited high sliding force. It has been determined that this incident resulted from improper injection in the barrel filling phase. If a particle is within the molding equipment, it produces stripes within the internal wall of the barrel, which can cause functionality issues. Due to the low chance of recurrence, further action has not been determined necessary for this incident.

Event description:
It was reported that plunger movement difficulty occurred with a syringe s2 10ml. The following information was provided by the initial reporter, "defective piston slip- high resistance."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1710297. Medical device expiration date: 2022-09-30. Device manufacture date: 2017-10-27. Medical device lot #: 1704117. Medical device expiration date: 2022-03-31. Device manufacture date: 2017-04-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger movement difficulty occurred with a syringe s2 10ml. The following information was provided by the initial reporter, "defective piston slip- high resistance."